Event description:
During the surgery the harmonic scalpel dr [redacted] was using broke. The metal tip broke off, the cst [certified surgical tech] found the tip, and it was isolated to a safe place during the procedure. After the surgery we put the broken harmonic and tip back in the box.